Event description:
It was reported that unspecified bd¿ tubing IV line would not clamp. The following information was provided by the initial reporter: material #: unknown, batch/lot #: unknown. It was reported that the IV line would not self-clamp to pump. Verbatim: an IV line was being removed from a carefusion 303, inc. Alaris pump. It was noted that the IV line would not self-clamp to the pump, although the IV line was still connected to the patient. Pitocin bolused for approximately 5 seconds. According to the clmical/biomedical team, when the operator forces the latch to close, it can break the IV clamp and may affect proper infusing.

Manufacturer narrative:
H.6. Investigation: a complaint of a set not self- clamping in pump was received from the customer. No product or photo was returned by the customer. The customer complaint of clamp issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The initial reporter also notified the FDA on 19 april, 2021. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd" tubing IV line would not clamp. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown. It was reported that the IV line would not self-clamp to pump. Verbatim: an IV line was being removed from a carefusion 303, inc. Alaris pump. It was noted that the IV line would not self-clamp to the pump, although the IV line was still connected to the patient. Pitocin bolused for approximately 5 seconds. According to the clmical/biomedical team, when the operator forces the latch to close, it can break the IV clamp and may affect proper infusing.